Event description:
It was reported that patient had post operative pain and could not tolerate the (B)(4)adjustable gastric band, therefore the band was removed. There were no reported patient complications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument produced an erroneous differential (low ne% and high ly%) result without instrument generated flags on a single patient specimen. Erroneous results were reported out of the laboratory and the doctor questioned the differential results. The operator reran the specimen and verified the results slide review. The rerun instrument results were sent out as corrected results, which the customer believes are correct. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
(B)(4). Bent links the band/balloon with 3.1cm of catheter, the injection port with the locking connector and 30.5 cm of catheter and the tubing strain relief were returned for analysis. The hooks on the injection port were returned bent. A functional test was performed on the injection port with an unsuccessful result. Two hooks remained deployed and could not be retracted. The injection port was disassembled, and it was noted that two of the four links were bent. The event cannot be confirmed, product's analysis cannot confirm events that are physiological in nature. General intolerance is a considered to be potential complication for the band and has been reported in the literature as having resulted from laparoscopic placement of adjustable gastric bands. Additional information was requested from the surgeon with unsuccessful results. A device history record (DHR) review was performed and, no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.